Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct2018. Customer reported the ventilator does not power on. The philips fse (field service engineer) confirmed the reported problem. During internal inspection the fse determined an intermittent problem with cables. The fse replaced the cable main board to the mmi board , and the cable main board to the sensor board. The unit passed extended self-test (est) and the performance verification test successfully and is ready for clinical use.

Event description:
Customer reported the ventilator does not power on. No patient/user harm reported. The event date was not specified; estimate used.